Event description:
Related manufacturer reference number: 2017865-2024-35182. It was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was noted that the first right atrial (ra) lead could not be fixed in the right atrium. The physician replaced the second ra lead and discovered that the second ra lead was failing to capture and failing to sense. The physician elected to use the third ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event was the lead could not be fixed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.